Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (damaged belt and service code 204) has been confirmed. The trunk cable was pulled out of strain relief and the j702 connector was broken. The root cause was unable to be identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt was damaged and displaying a service code 204.